Event description:
It was reported that a spectrum pump did not alarm when the door was opened. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, doesn't open when opening the door, which was observed during eval. Eval found the audio to be silent when a system error or alarm was intentionally reproduced due to a failed speaker. The rear case was replaced.